Event description:
Related manufacturer report number 3006705815-2022-39299. It was reported the patient's leads had migrated and the battery was flipping in the pocket. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022 during which the existing leads were explanted and replaced, and the battery was moved to a lower spot in the upper buttock. Stimulation was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.